Manufacturer narrative:
Event site name: (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the sensation plus 50cc intra-aortic balloon (iab) triggered gas loss alarm on two separate occasions. Patient involved and no harm is reported.